Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in the moderately tortuous carotid artery. A 3.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilation. However, on initial inflation at 4 atmospheres for 15 seconds, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported.